Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding") and discomfort ("discomfort"). At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure insertion date discrepancy was noted ((B)(6) 2014 and 2015). Medical professionals recommended the claimant undergo a hysterectomy in (B)(6) 2020. This procedure has been delayed as a result of the covid-19 pandemic batch no he011d6. Production date 2015-10-28 expiration date 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding") and discomfort ("discomfort"). At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure insertion date discrepancy was noted ((B)(6) 2014 and 2015). Medical professionals recommended the claimant undergo a hysterectomy in (B)(6) 2020. This procedure has been delayed as a result of the covid-19 pandemic. Batch no: he011d6, production date: 2015-10-28, expiration date: 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-apr-2021: reporter information and patient's initials updated; date of birth provided; previously reported event injury was specified as heavy bleeding, severe pain and discomfort; essure insertion date discrepancy was noted ((B)(6) 2014 and 2015). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, low back pain, neurofibromatosis, endometriosis, dysmenorrhea, heavy periods and endometriosis. Concomitant products included tibolone, nitrofurantoin, betamethasone valerate, desogestrel and tranexamic acid for heavy menstrual bleeding. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding") and discomfort ("discomfort"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with ovarian conservation). At the time of the report, the outcomes for these events were unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: essure insertion date discrepancy was noted ((B)(6) 2014, (B)(6)2015 and (B)(6) 2016). Medical professionals recommended the claimant undergo a hysterectomy in (B)(6) 2020. This procedure has been delayed as a result of the covid-19 pandemic ethnicity: afro-caribbean. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: (B)(6) 2016 (as per mr) hysterosalpingogram both essure implants noted no contrast demonstrated beyond the markers. No peritoneal spill demonstrated [x-ray] (date unknown): showing that both tubes have been blocked by the essure sterilization batch no he011d6 production date (B)(6) 2015. Expiration date (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: tranexamic acid,desogestrel ,betamethasone valerate,nitrofurantoin,tibolone concomitant product added,reporters,medical history,lab data,patient information,added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of irregular periods, parity 2, cholecystectomy, uti, abdominal pain, low back pain, neurofibromatosis, endometriosis, dysmenorrhea, heavy periods and endometriosis. Previously administered products included: implanon and oral contraceptive nos. Past adverse reactions to the above products included: irregular bleeding with implant on. The patient had a family history of rectal cancer (grandmother). Concomitant products included tibolone, nitrofurantoin, betamethasone valerate, desogestrel and tranexamic acid for heavy menstrual bleeding. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy periods"), dysmenorrhoea ("painful menorrhagia") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with ovarian conservation). Essure was removed on (B)(6) 2021 at the time of the report, the outcomes for these events were unknown. The reporter considered discomfort, dysmenorrhoea, endometriosis, genital haemorrhage, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: essure insertion date discrepancy was noted ((b)(6 2016). Medical professionals recommended the claimant undergo a hysterectomy in (B)(6) 2020. This procedure has been delayed as a result of the covid-19 pandemic ethnicity: afro-caribbean total laparoscopic hysterectomy & bilateral salpingectomy with ovarian conservation removal of pelvic endometriosis by hospital due to pelvic pain post having essure devices fitted for contraception. Revealed severe endometriosis not diagnosed previously. Not all the endometrioses could be removed it may be that oophorectomy is required in the future if significant pain persists. [Fibroid uterus; pelvic peritoneal endometriosis; rectovaginal endometriotic nodule; bilateral ovarian endometriosis]. Follow-up with endometriosis specialist nurse in 4 months. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 16-nov-2016: 10nov2016 (as per mr) hysterosalpingogram both essure implants noted no contrast demonstrated beyond the markers. No peritoneal spill demonstrated [ultrasound scan] on 31-oct-2022: lump, 8cm left of umbilicus, olive sized. Mobile (as written). Non tender. Feels like a cyst but quite deep [x-ray] (date unknown): showing that both tubes have been blocked by the essure sterilization batch no he011d6 production date 2015-10-28 expiration date 2018-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events dysmenorrhea, heavy menses, endometriosis & uterine fibroids were added. Medical history, historical drugs & treatment drugs were added. Lab data updated. Reporter causality comment updated. New reporter (lawyer) , other health care professionals were added. Patients initial added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.